Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Ecc glenosphere orientation guide tip broke off.

Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non-verifiable, previous investigations found the breakages are due to a too important stress during the assembly of the instrument onto the glenosphere. (B)(4). The complaint sample was manufactured after the changes. No corrective action taken for the samples manufactured after the design change. Complaints will be monitored through post market surveillance (B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.